Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which is included in the "shortened replacement window" advisory population, exhibited a battery voltage of 2.64v at 28 months post implant. The physician and patient were dissatisfied with battery performance. One month follow-ups had been recommended however, most likely would not be implemented due to the remote location of the patient. No adverse patient effects were reported. Subsequently, the device exhibited the elective replacement indicator (eri) and thus explanted and returned for post market evaluation. Replacement with another boston scientific product and no adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.